Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was walked through how to turn their ins off/on for their colonoscopy the following day, if necessary. The patient reported that their stimulation was off, and they were unaware that stimulation was turned off. When walked through turning it on/off the patient was able to see the lightning bolt and successfully turning the ins on. The patient left stimulation on and stated the stimulation was set to 2.4. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the cause of the stimulation being off with the patient unaware was not determined. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the circumstances that led to the stimulation being off, the patient replied "not have a the bowel movement at that time." No further complications were reported.